Event description:
The patient developed fever, chills, and episodes of tias. Pt presented with severe aortic insufficiency, heart failure, and heart block, requiring a temporary pacemaker. Tee showed severe rocking of the valve with partial dehiscence and significant vegetation around the annulus. Blood cultures were positive for staphylococcus. Intraoperatively, tee showed "frond-like debris" on the aortic valve, some of which had prolapsed back into the left atrium. The valve was removed without cutting any of the sutures. There was purulent debris all around the annulus eroding into the septum and circumferentially. There were no fistulas noted. This area was resected and a #23 homograft was sewn into place. Postoperative tee showed the valve functioned normally without any aortic insufficiency.